Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was received on (B)(6) 2013. (B)(4).

Event description:
A surgeon reported following a toric intraocular lens (iol) implant procedure that there was no power in the iol to correct the astigmatism. The lens remains implanted. Add'l info was provided from the surgeon, who reported "over refraction with a gas permeable contact lens on eye - no astigmatism found in streak or manifest refraction." Add'l info has been requested.